Event description:
The surgical center materials manager reported an issue encountered with a lacrimal duct catheter during use. The report stated the device leaked. There were no patient complications reported as a result of the alleged issue. Another device was used to complete the procedure. The device was returned to the manufacturer for evaluation. See also 1649914-2017-00057 for first device.

Manufacturer narrative:
Evaluation of the returned device found that insufficient glue was applied to attach the balloon to the catheter. The device history record for the lot was reviewed and no devices were rejected and no specific manufacturing yield issues were reported similar to the reported complaint condition.